Event description:
A technician reported a case of trace diffuse lamellar keratitis (dlk), observed in a pts' left eye at the one day post lasik treatment. Reporter indicated the topical steroid drop dosage was increased, and the pt was noted asymptomatic. Upon follow up, reporter indicated the issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptable criteria. (B)(4).